Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation; therefore the complainant's event could not be verified. The device remains in the patient. The cause of the event could not be determined from the information available and without device evaluation. A possible cause of this type of event may be a reaction of the patient to the material(s) implanted or used during the implant procedure. Product directions for use warns of effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to materials must be considered prior to implantation.

Event description:
It was reported via e-mail that during a shoulder surgery in (B)(6) 2017 a corkscrew anchor was used. Corkscrew-anchor 6.5mm x 15.5mm, part no. Ar-1925sf. The patient suffers from multiple allergies. Now that the shoulder is reddened and swollen again, the general practitioner needs a "allergy platelet" from arthrex and the detailed material composition of the anchor to exclude an allergic reaction. Update 10sep2018: according to surgeon who performed surgery: no titanium allergy is known, allergy test on the material "peek" was performed. Surgeon cannot provide any further information for data protection reasons. Further information was asked.